Manufacturer narrative:
Examination and testing of the returned used set revealed no physical or functional defects or damage. The slide clamps and other sets components all functioned correctly throughout the evaluation.

Event description:
Thirteen cc's of packed cells were to have been infused via a medfusion pump at 3.3 cc's per hour (about a four-hour infusion). Sometime during the infusion, a significant amount of blood refluxed into the bag. The blood was aspirated from the bag, the tubing double-clamped with (two) hemostats to prevent any backflow, and the blood transfused into the pt uneventfully. The pt was a baby and no changes in vital signs or clinical status were sustained.